Manufacturer narrative:
Expiration date: na device analysis was performed and showed that the electrode shaft is broken from the hub.

Event description:
A report was received that the wire of the electrode came loose from the hub. This was noticed after sterilization of the device.